Event description:
Info received indicates the tech found the ground resistance was high on the ac power cord. Loss of ground indicator was not flashing on the foot board.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.